Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified craniotomy surgical procedure, it was discovered that a broken tip was stuck inside the attachment device. It was further reported that the bit device (cutting burr) was stuck in the attachment device and could not be removed there was a five minute delay to the surgical procedure. A spare device was obtained from another try. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter device was stuck inside the attachment device. Therefore, the reported condition was confirmed. It was further determined that the nose cone was missing a color band, housing had excessive paint missing - cosmetically unacceptable, and cutter clamp was worn out. It was determined that the cutter device was stuck due to the cutter clamp that was sticking, which was indicative of wear from normal use. It was determined that the missing color band and paint from the housing were also indicative of wear from normal use. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.